Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, the surgeon was using the device to anastomose the bowel back together. He inserted the product, attached the anvils and fired. When properly removing the product, he noticed that upon firing only one "donut" appeared as specimen. Usually there were two "donuts" that should be specimen. Surgeon checked the anastomosis as he usually would and there were no leaks. There was no patient injury. The doctor just felt that the other part of the specimen was in the patient. Eventually it will undergo necrosis and slough off. The surgeon proceeded with the procedure.